Event description:
The manufacturer received information that patient has passed away. Medical intervention was not specified. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.